Event description:
20g IV catheter was inserted into patient's vein. When the retractor button was pushed to retract the needle, the needle did not retract. The needle felt stuck and was pulled from the patient, fully intact. It appeared that a plastic piece was stuck in the catheter when the catheter was pulled from the patient. All pieces were intact.